Event description:
Custom ultrasonic high level disinfecting machine had a short and started to smoke. Techs noticed foul smell and upon opening the machine, smoke began to fill the room. They shut the machine down, disconnected the electrical and called facilities and the company. Facilities checked it out and gave it the ok. No fire, no emergency. Custom ultrasonics coming to repair. Upon inspection by us technician: coil overheated and damaged solenoid. Bay 1 not operable. Bay 2 determined to be safely operable. Parts have been ordered for replacement. To be repaired.